Event description:
It was reported that a patient on (B)(6) 2017 had a car accident and fractured the left acetabulum. The patient had total arthroplasty on the left-up on (B)(6) 2017. On (B)(6) 2019, it was subjected to a dislocation reduction. The patient experienced instability. This adverse event was treated with a revision surgery conducted on (B)(6) 2021. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a patient on (B)(6) 2017 had a car accident and fractured the left acetabulum. The patient had total arthroplasty on the left-up on (B)(6) 2017. On (B)(6) 2019, it was subjected to a dislocation reduction. The patient experienced instability. This adverse event was treated with a revision surgery conducted on (B)(6) 2021. The current health status of the patient is unknown. The complaint sample was not returned for investigation. Hence, no visual evaluation could be performed. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation has been conducted. The occurence and severity are in line with the corresponding risk file. Furthermore, a review of the device labelling reveals that the IFU (lit. No. Lit. No. 12.23, ed. 03/21) states joint instability of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinical documentation is available. Therefore, there were no clinical factors found which would have contributed to the reported instability, dislocation reduction and revision. The patient impact beyond the reported events cannot be determined with the limited information provided. No further clinical assessment is warranted at this time. Based on the available information and the performed investigation, the reported failure could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No further actions are deemed at this stage. This investigation is considered as closed. Smith and nephew will continue to monitor this device for similar issues. Should the device become available, the complaint will be reopened.